Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the device data indicated there was one treated and one untreated episode, both showing oversensing of sense b noise. An x-ray performed did not show any abnormalities with the system. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the device data indicated there was one treated and one untreated episode, both showing oversensing of sense b noise. An x-ray performed did not show any abnormalities with the system. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.